Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found evidence of reported problem. Investigator's visually inspected, operated the pump, examined event log and tested the backup capacitor. The customer's reported problem was duplicated. During investigation the pump was started, and error code 1720 came up before the pump booted up. However, the unit appeared to run normally. According to the investigation, the pump defective capacitor caused the lec 1720 alarm. Service will replace the pump backup capacitor to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited error code "lec 1720". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.